Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The outcome attributed to adverse event was broken teeth. The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable.

Event description:
The consumer alleged that their protectiveclean power toothbrush broke their tooth.